Event description:
The account reported that the nurse call was not functioning and that the side com cable was cut in half. The bed was located in the ICU at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the side com cable had been pulled out of the side com board. The most likely cause is the side com cable not being disconnected before the bed is transported. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Check for current leakage at the nurse call system communication connections. Warning: a communication cable must be used for beds that have nurse call. Failure to do could cause pt injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the side com power control board assembly to resolve the issue. Based on this info, no further action is required.